Event description:
It was reported that at device changeout, during induction with new ICD, attempted to deliver t shock but no output on 1st shock. Redetect delivered partial energy (28 j vs. 35 j). Last attempt again had no output. Lead impedance was noted to be high. Chronic lead was then capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary analysis of the high delivery circuitry found damage to an integrated circuit, and high current leakage was found. The integrated circuit is part of the high voltage delivery path, and the high voltage therapy was incapacitated. The defect was traced to a transistor. The root cause was due to gate oxide leakage, which caused the high current drain condition.